Event description:
The patient had their generator replaced on (B)(6) 2012 and it will not be returned to analysis. The explanting hospital does not release explanted product.

Event description:
On (B)(6) 2011, a regional manager in france received a report from a doctor, communicating that a patient is experiencing increased seizures. They had previous efficacy with vns, but now her condition is worsening. The patient had their vns implanted (B)(6) 2007. Based on internal programming parameter/diagnostic history for this patient available from (B)(6) 2007 to (B)(6) 2010, battery life estimation results were negative. A negative result indicates that the near eri flag may likely be showing eri=yes in the near future. The date their increased seizures were first observed was in (B)(6) 2011. Current diagnostic results (normal mode and system) system diagnostic test is a 1 dcdc/ normal mode diagnostic test is a dcdc 3. Indicating the patient is currently receiving their therapy and set to 2 ma, 30 seconds on 1.1 minutes off. The patient's treating physician believes that their battery nearing eos is the cause of their clinical symptoms. Generator replacement surgery will be planned soon, but no date set at this time. The patient has a 75% response with vns, but elevation of seizures since (B)(6). It is not known if these are above or below their prevns baseline seizure rate. No programming or medication changes preceded the reported event.